Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Tdx sc loses traction going down a ramp. Predominant on left side of tdx. Tdx left wheel stopped moving when conductor was in neutral position but the chair slid down the ramp.